Manufacturer narrative:
Concomitant therapies: multivitamins. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 syringes of juvéderm® ultra xc in the marionettes and lips and 1 syringe of juvéderm volbella® xc in the lips. About 4 weeks, later, the patient came back to the office and was injected with another syringe of juvéderm volbella® xc above the lips. About 3 years later, patient contacted the hcp and reported they developed "some sort of growth" in their lip and it had to be surgically removed. Hcp confirmed this surgery happened outside of their clinic and did not have any other details. The patient indicated the surgeon stated the "growth" could have been due to the filler. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00781 (allergan complaint #(B)(4)) and MDR ID #3005113652-2019-00782 (allergan complaint # (B)(4)). This MDR is being submitted for suspect product juvéderm® ultra xc.